Event description:
It is reported that the patient is experiencing issues with implanted device. A revision surgery is being planned.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.